Manufacturer narrative:
(B)(4). The device was returned; however, the evaluation is not yet complete. Visual inspection of the device identified no signs of blockage or abnormalities. Functional testing found that the device experienced continuous nominal flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was not identified; therefore, the root cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that no flow was observed on an infusor two day 2 ml/hr device. This was observed while priming the device. The reporter stated that force priming of the device was attempted and was not successful. No additional information is available.